Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm. Reportedly, during an explant of these devices the physician identified that the patient was also implanted with an afx infrarenal extension at some point between post initial procedure ((B)(6) 2016) and the open repair/explant ((B)(6) 2022). It is unknown why the afx infrarenal extension was implanted. Note: the explant was reported under cfn# 2031527-2022-0004.

Manufacturer narrative:
The device was explanted and not returned; therefore, it will not be evaluated. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that an infrarenal stent extension implanted at re-intervention on and unknown date is unconfirmed. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined due to the absence of medical records and medical imaging available for review. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: investigation conclusion codes: remove code 4316.